Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the processor/bridge/pace board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend faulty

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.